Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge resolving the issue.